Manufacturer narrative:
Device was received with no button response due to corroded keypad traces. Unable to perform the self test and displacement test or verify frozen display and unexpected battery power loss due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that keypad was not responding. Customer stated that time clock did not advance. Customer also stated that display of insulin pump was frozen. Customer stated that screen of insulin pump was turned off. Customer was unable to clear the insulin pump error and power loss alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.